Event description:
It was reported that a patient¿s therapy hadn¿t worked since implant, she never had therapeutic effect, and all of her symptoms seemed to start on (B)(6) 2014. The patient started feeling like she was being ¿branded¿ at the implant site. She had inflammation on the inside and outside of her body and a bad rash. The patient went to the surgeon who implanted the device since the pain started in her butt, and she was shown how to turn stimulation off. After the event started, the patient had fallen backwards off the bed because she was so weak, and she went to the emergency room on the ¿ (B)(6) .¿ the implant was poking out ¿like a table type thing¿ instead of being flat and smooth. She went to see her healthcare provider on (B)(6) 2014 and he checked the device and said it was fine. He worked with the device and flattened it in place. The patient didn¿t think it was fine and it wasn¿t getting better. Her sugars were ¿sky high,¿ her immunity was down, and she¿d been to urgent care, the emergency room, doctors, and a dermatologist. The patient turned stimulation off for two weeks because that was the only way to get the burning to stop. The area had gotten so sensitive where the implant was located. The patient had to take diarrhea pills because therapy wasn¿t helping. She got sick on (B)(6) 2014. The patient had a yeast infection ¿inside and outside¿ and the week prior to the report she sent to the internist. She felt like she was shedding her inside and the doctor said it was a yeast infection. The patient had also gone to the eye doctor for inflammation. The patient had 50 percent or greater symptom reduction, the cause of the event was determined, it was not device related, and reprogramming was not needed. The patient¿s rash and burning were due to diabetes. There were no troubleshooting, interventions, or other actions taken due to the event. There was a loss of therapeutic effect as the patient turned the device off to get diabetes under control. She recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05sc0, implanted: (B)(6) 2013, product type: lead. (B)(4).